Manufacturer narrative:
The reagent lot numbers are: cholesterol gen.2, 921492 glucose hk gen.3, 919276 the expiration dates were not provided.

Event description:
The initial reporter received questionable cholesterol gen.2, glucose hk gen.3, and other assay results for two patient samples tested on the cobas c 503 analytical unit. One patient sample with discrepant results was provided: cholesterol the initial result was 40.2 mg/dl with a data flag. The repeat result was 169 mg/dl. Glucose the initial result was 27.7 mg/dl with a data flag. The repeat result was 90.9 mg/dl.